Manufacturer narrative:
The reported event of insulation damage was confirmed but the reported event of inadequate capture was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures. The test for hi-pot was performed and the lead failed between the inner coil and ring electrode vectors due to the damage found at the middle region consistent with procedure related damage. The cause of the reported event of insulation damage is due to procedural damage.

Event description:
During follow-up, high capture threshold was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The rv lead insulation was damaged during lead explant. The patient was stable and there were no adverse consequences.